Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. Bravo device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The visual inspection found the device to be broken due to user mishandling. The customer reported bravo fail to attach to patient's esophagus. The reported condition was confirmed. The investigation of the returned equipment identified that the plunger is not connected to the handle - this is due to user mishandling of turning the handle more than 1/8 of turn. Other than the user mishandling the investigation did not find the other issues in the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach even after breaking the handle. There was no harm to the patient, no intervention was required, and a repeat procedure was performed using another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule, but a scope was used to check the placement of the capsule. The procedure was completed on the same day with a successfully placed new capsule. The delivery system and the capsule will be returned for investigation.